Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous middle to distal of the left anterior descending artery. A 10/2.50 flextome¿ cutting balloon¿ catheter was selected. During procedure, it was observed that the balloon ruptured at 7atms upon first inflation for 6 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was attached to an encore inflation unit, and the balloon was inflated to 12 atms and deflated. The inflation device was verified at 12 atms before and after use with a calibrated pressure gauge. The blades and tip section of the device were visually and microscopically examined and no issues were noted. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous middle to distal of the left anterior descending artery. A 10/2.50 flextome cutting balloon catheter was selected. During procedure, it was observed that the balloon ruptured at 7atms upon first inflation for 6 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).